Event description:
Livanova deutschland received a report that, during service, the cardioplegia circuit does not seem to be flowing when circulation button is on and tap opened. Field service was dispatched and could not confirm the issue. However, the engineer found that all the temperatures needed to be recalibrated: alarm was sounding when 40.3c degrees was reached and this then stopped the patent circuit from circulating. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. Field service recalibrated all the temperature. Additonally, it was found the patient pump was faulty. After recalibration and replacement of the faulty pump, functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
A device service history review has been performed and identified that the unit was manufactured in 2021 and no other similar event has been reported, neither concerning trend has been identified. Based on the gathered information, the issue confirmed on the device was patient circuit not recirculating due to temperature alarm. Root cause has been assigned to a drift in the calibration of temperature sensors. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.